Event description:
A customer reported to beckman coulter, inc. (Bec) that sample probe on synchron cx5 delta clinical system was leaking white foam. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer had turned off the hydro motor, and changed filters in the hydro and change the sample probe. Field service engineer removed a drain obstruction, and cleaned the waste section, which resolved the issue. (B)(4).